Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/27/2014-product analysis: the meter has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated with investigation. Review of the meter¿s history revealed a related issue. The meter powered on and was able to pair with a test pump without issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.